Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the system froze after unloading the medication and became completely unresponsive. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had failed to unload the medications and got freeze in the station. A technical support specialist (tss) dialed into the station, checked on sync debug log and fond some errors. Later the tss confirmed with the customer that error was resolved and the tss verified the station was working fine and explained to the customer that was caused due to windows update and firmware did not apply fully. The tss rebooted the station and resolved the freezing issue, and confirmed the printer was able to print as well.the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the system froze after unloading the medication and became completely unresponsive. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this even

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.